Event description:
Overdelivery reported: the pump was programmed to infuse total perenteral nutrition at 107.0ml/hr. It was reported that the total perenteral nutrition bag should have been completed at 20:00. The pump alarmed "empty" at approximately 17:00. The customer contact reports that the total volume and the rate of delivery were changed daily based on the pt's medical status and did not know the total volume of the bag on the reported event date. The physician was notified, but no medical interventions were ordered. Per hosp protocol, a bag of d10 was hung and infused for approximately 3 hours until the next total perenteral nutrition bag was scheduled to be hung. According to the customer contact, there was no reported pt harm related to the reported event. Though requested, there was no add'l info available.